Manufacturer narrative:
No anomaly detected by checking the DHR of the lot # involved (201400194) on a total of (B)(4) smr reverse hp liners manufactured with the same lot #. No anomaly detected even by checking the DHR of the lot# involved (201413216) on a total of (B)(4) smr reverse humeral body manufactured with the same lot#. We will submit a final emdr once the investigation will be concluded.

Event description:
On (B)(6) 2017 patient underwent a revision surgery due to pain. Previous surgery performed on (B)(6) 2015. According to the info reported, pain was related to a possible proximal bone resorption and a possible loosening of the stem. Surgeon initially planned to remove the stem and replace it with a long cementless revision one. Then, when noticed that the stem was very well-fixed, surgeon decided to apply a bone graft to the humerus (where needed) and replaced the already explanted items (glenosphere, reverse liner and reverse humeral body) with components of the same size. Surgeon satisfied with the final stability of the arthroplasty. Event happened in (B)(6).